Manufacturer narrative:
An agent notified djo surgical of a product complaint involving a stem, hip, porous coated, press fit, r120 size 3 part number (B)(4), and provided the following complaint description: "revision of r120 hip. The stem was placed more than 2 cm too high in a varus position. There is no way that replacing the neck alone will remedy the situation." There was no delay in surgery and there was not another suitable device available for use. The revision surgery was not completed as intended. The device was not returned to djo surgical for examination. The device history record showed all parts met critical dimensions and manufacturing specifications. A review of the product complaint report history shows no prior product complaints for part number (B)(4). The root cause is during the primary surgery the stem, hip, porous coated, press fit, r120 size three, was installed two cm too high in the varus position. There is no evidence of a material, design, or manufacturing issue.

Event description:
Revision surgery - the stem was placed more than 2 cm too high in a varus position. Replacing the neck only will not remedy the situation.